Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon cords cut in half or missing [device breakage] case narrative: consumer reported via phone that tampons had short cords and some had no cords at all. No injury reported. 309724301266 01:49, 309724301266 01:53, 309724301266 22:40, 309724301266 22:41

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon cords cut in half or missing [device breakage]. Case narrative: consumer reported via phone that tampons had short cords and some had no cords at all. No injury reported. 309724301266 01:49, 309724301266 01:53, 309724301266 22:40, 309724301266 22:41.